Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed a kink near the distal end and slight bends. The ptfe coating was peeled off at 41.0cm from its proximal end. The ptfe coating appeared to be scrapped off with the torque device brass collet. The guidewire hydrophilic coating was conforming to its visual inspection. The guidewire dimensions which could be measured were within their specification. Further functional evaluation showed that the device moved through a demo excelsior sl-10 microcatheter with a lot of friction. The friction appeared to be due to the anomalies found on the guidewire. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that the cause of the observed ptfe peeling is considered to be use related.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no reported clinical consequence to the patient.